Event description:
The customer reported the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer confirmed the customer reported problem. During evaluation, the service engineer reported there was no voltage output from the power supply. The service engineer replaced the power supply to address the finding and reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that may result in the unit shutting down during operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.